Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 11/21/2016 that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available.